Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005822 61237897 shell porous with cluster holes 58 mm o.d. 00784801401 60921917 modular neck x1 12/14 neck taper use with +0 heads only. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was revised approximately 8 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. From the x-ray review through external surgeon : acetabular cup lateral angle of inclination is mildly excessive at approximately 48°. Excessively steep acetabular cup lateral angle of inclination (greater than 45°) is a known risk factor for hip dislocation. Femoral component fit and alignment is standard. However, the left hip arthroplasty does not confirm dislocation on the x-rays submitted. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.